Event description:
It was reported a patient experienced a break in aseptic technique, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day and was treated with unknown antibiotics. On an unreported date, the patient was retrained on aseptic technique. The cause of the peritonitis was contamination from the patient's cat. The patient was discharged two days later and recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.